Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted the device was returned with the shipping box intact. Once opened from the box, external visual inspection noted no irregularities with the device case or header. Review of the device memory noted the device was programmed out of storage mode before the date of the event. The device passed automated electrical testing. Analysis confirmed the device met specification.

Event description:
It was reported that prior to an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in monitor only mode and not storage mode. Capacitor reform showed normal values and overall functioning appeared standard, but the physician decided not to implant the crt-d as a measure of precaution. The crt-d was never used and there was no patient involvement noted.